Manufacturer narrative:
Based on the investigation findings and available information, the reported complaint is non-verifiable. The implant coil was not returned for evaluation. The pusher was severely stretched and damaged. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Because the heater coil section and monofilament were missing, most likely broken off from the pusher when it was stretched, no further evaluation of the reported complaint was possible.

Manufacturer narrative:
Telephone number: (B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received for analysis and is currently undergoing investigation.

Event description:
It was reported that the coil detached prematurely in microcatheter. A catcher device was used to remove the coil. The patient was reported to be fine.